Event description:
(B)(4). It started with cramps. As soon as these little devils were inserted, I had severe cramps. I had never had cramps before. The cramps led to a never ending period, literally, every day since (B)(6) 2014 til (B)(6) 2016 when I had a hysterectomy. I also experienced swollen legs and ankles and being bloated all the time. I also experienced extreme pelvic pain. I experienced extreme fatigue and in fact was diagnosed with chronic fatigue syndrome, celiac disease and rheumatoid arthritis. I also lost a ton of hair, I have a nickle allergy, I had a rash on my stomach and arms. I was in constant pain all over. I had terrible mood swings. Blurry vision, memory loss and brain fog. I had a half of coil break and migrate. I endured doctor visit after doctor visit, test after test, and 2 surgeries.